Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
In 2009, it was reported to boston scientific corporation that a male pt successfully underwent treatment nine days prior, with a prolieve thermodilatation kit, as part of a post-market study using prolieve for the treatment of benign prostatic hyperplasic (bph). According to the complainant, the pt experienced the following anticipated symptom following his treatment with prolieve. Complete urinary retention (intensity mild) commenced on the same day. A foley catheter was placed in the pt by a health home nurse, after the pt had returned home (6pm) following the bph procedure. The symptom was resolved when the catheter was removed in the same month. The pt's condition was reported as okay.